Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 480 mg/dl. Customer's other blood glucose value was 143 mg/dl. Customer stated that the battery life lasts shorter than expected and getting no delivery alarms and insulin pump makes loud noise when priming. Customer stated that the crack right where the buttons are to go up and down and right on the screen and on the very top. The device will be returned for analysis.